Manufacturer narrative:
No report of patient involvement. (B)(4). The customer installed co2 bypass to resolve the reported issue.

Event description:
The hospital reported the high fico2 issue. There was no reported patient involvement.